Event description:
Consumer complaint of high blood results. Consumer's normal results are 80-100 mg/dl; at least 3 hours after eating. Testing performed three times daily. Back to back blood test performed ((B)(6) 2014; 3:47pm) - results: 426 mg/dl and 418 mg/dl. Control solution not available to perform control test. Storage of product unable to be confirmed with consumer. Recall results from memory: (B)(6) 2014; 3:24 pm - 467 mg/dl; (B)(6) 2014; 3:20 pm - 441 mg/dl; (B)(6) 2014; 11:24 am - 319 mg/dl; (B)(6) 2014; 3:46 am - 394 mg/dl; (B)(6) 2014; 8:40 pm - 390 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strips had poor storage, user had inaccurate reference. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/07/2014).